Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) received a shock when he raised his arm. After that shock, the ICD could not be interrogated and would not emit magnet tones.